Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump declared multiple, intermittent temperature alarms. The customer's blood glucose level was 68 mg/dl, but it was not due to the pump. The pump was not within abnormal temperature conditions. It was indicated that the customer will continue to use the pump for insulin therapy.